Event description:
In a literature article (puppala et al., 2025), customer reports " an adverse event associated with the surfacer system was identified in a 2025 u.s. Case report. A patient suffered a cardiac arrest during or following surfacer procedure. Details of resuscitation and patient outcome were not specified in the abstract but were temporally linked to the device use."

Manufacturer narrative:
The suspect medical device has not been returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. No lot number was provided; thus, the device history record could not be reviewed and a search of the complaint database could not be performed.